Event description:
Implant was placed 5/21/1998, site # 17. Pt was asymptomatic for 2 weeks, then fulimating infection with bone sequestra and purulence. Implant failed due to infection, pain, mobility and was removed 8/4/1998. One person affected.